Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed. Customer reported receiving a stuck button alarm and the buttons were not responding. Troubleshooting indicated that pump requires replacement. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1780kpk was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the unit had intermittent button response. Unexpected restart of pump during self test. Unit failed self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any stuck key alarms that may have occurred in the past. The adapt tool reveals that three stuck key alarms were displayed on (B)(6) 2024. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic stack. Keypad overlay was removed, and moisture damage was noted. Per visual inspection it was determined that the ingress of water corroding keypad assembly. During deconstructive analysis, moisture damage was found on electronic assembly causing an intermittent electrical short. Unit was also received with scratched case, missing display window/cover, cracked case (battery tube), battery tube threads - cracked, label damage (faded) and cracked case on battery side. In conclusion, the customers allegation was confirmed when keypad had intermittent button response during testing and three stuck key alarms were noted in pump history files. Moisture damage was also noted on keypad overlay assembly and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.